Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. The pump had been turned off for a period of time, and upon turning the pump back on the customer noticed the pump time was inaccurate. Tandem technical support guided the customer through adjusting the pump time. Customer had elevated blood glucose (bg) levels (402 mg/dl). Customer changed the infusion set and delivered a bolus to address elevated bg levels.